Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces also found corroded battery tube and corroded battery tube springs noted during our visual inspection. All operating currents are within specification. No unexpected failed battery test, battery out limit, low battery or off no power alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms noted, the motor was tested outside the device and passed. The insulin pump functioned properly however, the insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a battery out limit, and a failed battery test. Customer also reported that the keypad had to be pressed harder than usual for the buttons to respond. The customer also reported that the device had recurring no delivery alarms. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated that the battery compartment may have been corroded. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.